Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the device has the wire kinked in several sections and also the spring tip is kinked. Dimensional inspection revealed that the overall length and the outer diameter of the distal tip, middle of the device and section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02115. It was noted that the burr became stuck on wire. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex (lcx). A 1.50mm rotalink¿ plus and a rotawire¿ and wireclip¿ torquer were selected for use. During procedure, the physician had the change the wire to perform rotablation; however, resistance was felt when removing the burr. Furthermore, when the wire was checked it was found that device was kinked and so had to be removed with the whole device. The procedure was completed with another of the same device. No patient complications were reported.